Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the next day after wfa for liver cancer, bleeding (about 100 cc) was confirmed from the puncture line, so skin suture was performed. The patient had symptoms of anemia, but was discharged safely after one week. According to the doctor, the intercostal artery might be damaged by the antenna. There was no device deficiency.